Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for low draw volume was observed as some of the tubes tested did not meet the minimum draw volume requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and implemented. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for low draw volume with the incident lot was observed. Further investigation activities have been conducted through a CAPA and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. Root cause description: a CAPA was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions have been implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions have been implemented.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube did not draw blood during collection from a patient, and another tube had to be used to continue the process. A bd plant investigation later concluded that "some of the retain tubes" exhibited underfilling by drawing "below specifications". As reported by the customer, "customer using bd fbn to withdraw the blood from patient, during withdraw the blood from the patient, 1ea tube occurred no draw. After changed another tube, draw volume normal. No pic no sample."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube did not draw blood during collection from a patient, and another tube had to be used to continue the process. A bd plant investigation later concluded that "some of the retain tubes" exhibited underfilling by drawing "below specifications". As reported by the customer, "customer using bd fbn to withdraw the blood from patient, during withdraw the blood from the patient, 1ea tube occurred no draw. After changed another tube, draw volume normal. No pic no sample."